Event description:
Went to place flexiseal in patient. Balloon would not deflate; could put water in, but could not remove. Used a 2nd flexiseal, able to deflate and inflate balloon. Placed in patient. Cleaning patient, flexiseal came out, balloon was completely deflated. Upon check to see if balloon had leak, instilled water and was unable to remove water from balloon (flexiseal was not in patient at this time). Flexiseal left out of patient.